Manufacturer narrative:
An event of a leaflet being stuck on mechanical valve and valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25mm mitral valve was implanted. On (B)(6) 2019, the patient was having difficult in breathing. The leaflet on the valve was found to be "stuck," it was not moving freely and it was obstructing. The valve was replaced with another 25mm master mitral valve (sn: (B)(4)).